Manufacturer narrative:
This report is submitted on june 07, 2018.

Event description:
Per the clinic, the patient experienced no connection with the internal device. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.